Manufacturer narrative:
(B)(4).

Event description:
A patient reported that vns therapy caused her to have an increase in seizures, three different types of coma (from the last of which, she reported, medical professionals were unsure that she would regain consciousness), total hair loss, and weight loss of 125 pounds. The patient said that her vns was programmed off and explanted a few months later. She believed her body was rejecting the vns. The patient reported that in the two years since device explant, her hair has since regrown, but she has had trouble gaining weight. No additional relevant information has been received to date.